Event description:
It was reported that the pulse generator exhibited a high current drain of 29 ua three months post implant. Current drain was 14 ua at implant, with an estimated remaining longevity of greater than 10 years to elective replacement indicator (eri). On (B) (6) 2010, increased current drain was observed and the estimated longevity to eri had decreased to 3.5-3.9 years.